Event description:
Confused resident was in bed with 1/2 side railed up. She bends to turn or roll in bed frequently. She turned toward the rail and her head became entangled in the bars and her trunk and feet were tangled in her sheet and were over the side of the bed and on the floor. Res. Was bluish and cool. Staff happened to go by room and found her. She was assisted back into bed, color returned.